Manufacturer narrative:
An event of difficult to remove was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported difficult to remove could not be conclusively determined. It is possible due to patient comorbidities and procedural conditions (user techniques during removal of the delivery system resulted in an interaction with the valve); however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and a horizontal aorta of 57 degrees. Before use of the flexnav during vascular access, the patient became hypotensive due to a vasovagal response which was managed by atropine and ephedrine. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23x40mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). During removal, ds nosecone and valve interaction was noted. Post-implant, the valve was observed to have popped up into the ascending aorta. A second 27mm, navitor vision valve was decided to implant using a large flexnav ds. The patient remained hemodynamically stable throughout the procedure; and there was no clinically significant delay reported. The implanter believes that the nodular calcium at annulus on the ncc and related distal valve under expansion; ds nosecone and valve interaction during ds removal; hyperkinetic state noted in the patient to be the cause of migration. The patient was recovering and was admitted to hospital due to covid-19 infection.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of severe aortic stenosis and a horizontal aorta of 5 degrees. Before use of the flexnav during vascular access, the patient became hypotensive due to a vasovagal response which was managed by atropine and ephedrine. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23x40mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). During removal, ds nosecone and valve interaction was noted. Post-implant, the valve was observed to have popped up into the ascending aorta. A second 27mm, navitor vision valve was decided to implant using a large flexnav ds. The patient remained hemodynamically stable throughout the procedure; and there was no clinically significant delay reported. The implanter believes that the nodular calcium at annulus on the ncc and related distal valve under expansion; ds nosecone and valve interaction during ds removal; hyperkinetic state noted in the patient. The patient was recovering and was admitted to hospital due to covid-19 infection.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.